Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an act button that was getting stuck. The most recent blood glucose reading was 138 mg/dl. The customer stated that when he pressed the act button, it did not decompress properly and stayed in the down position. He observed that the button was indented. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened esc and act buttons dome switch. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.